Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 12 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as recommended due to an increased recharge burden. As such, the ipg became inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.